Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During cardiopulmonary bypass surgery, the arterial monitor alarmed and reset itself. There were no adverse consequences to the pt as a result of this event.